Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The max ventricular pace impedance measurement has been variable over the duration of the record ranging from 532 - 2774 ohms.

Event description:
It was reported the patient had been seen in the clinic for variations in rv pacing impedances and a significant rise in rv threshold (4.5v at 1.0ms). It was also reported the patient had a history of recent falls. Manufacturer's technical service representative suspected either a lead fracture or a setscrew issue. A chest xray was done and reviewed by the physician and the patient is being seen in the clinic for a recheck. No further patient complications were reported as a result of this event.